Event description:
It was reported that only the patient's leads remained in the patient, but the reason for the stimulator's explant was unknown. This information was discovered when reviewing the guidelines for an MRI procedure. Additional information was requested but not available at the time of this report.

Manufacturer narrative:
Product ID, 3889-28 lot# v436859, implanted: 2010 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).